Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. C22920) for female sterilisation. The patient had a medical history of chlamydia test, pelvic pain, parity 1 and multi gravida on (B)(6) 2022, uterine fibroids on (B)(6) 2022, ovarian cyst on (B)(6) 2022, uterine leiomyoma on (B)(6) 2021 and leiomyoma on (B)(6) 2021. Previously administered products included: depo-provera and lisinopril. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2786 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical history; uterine leiomyoma, chronic pelvic pain. Specimen: uterus, cervix, right and left fallopian tubes with essure implants final diagnosis: uterus, cervix, hysterectomy: -chronic cervicitis with squamous metaplasia. Uterus, endometrium, hysterectomy: secretory endometrium. Uterus, myometrium, hysterectomy: adenomyosis. Leiomyomata. Uterus, serosa, hysterectomy: fine serosal adhesions. Fallopian tubes, bilateral salpingectomies: complete cross-sections of two benign fallopian tubes. Gross description: at each cornu is a silver colored metallic coil consistent with bilateral essure implants. [Ultrasound pelvis] on (B)(6) 2021: uterus 5.9 x 7.2 x 9.6 cm. 2.5 x 2.2 x 2.4 posterior fundal intramural leiomyoma. 4.9 x 4.7 x 4 posterior intramural leiomyoma. Et: 8.9 mm. Ovaries obscured by bowel gas.; on (B)(6) 2021: moderate size hiatal hernia. Right & left essure coils present in appropriate position in the pelvis. Uterine leiomyomas.; on (B)(6) 2022: uterus 11.2 x 5.5 x 6.8 cm. 4.4 cm heterogeneous mass in left uterine fundus, most likely fibroid with cystic degeneration. Ovaries wnl. 1.4 cm right ovarian simple cyst.; on (B)(6) 2022: uterus 5.7 x 6.3 x 10.3 cm. Heterogeneous appearance with multiple fibroids. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: reporter information,medical history,lab data,lot no,expiry date,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2786 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. C22920) for female sterilisation. The patient had a medical history of chlamydia test, pelvic pain, parity 1 and multi gravida on (B)(6) 2022, uterine fibroids on (B)(6) 2022, ovarian cyst on (B)(6) 2022, uterine leiomyoma on (B)(6) 2021 and leiomyoma on (B)(6) 2021. Previously administered products included: and lisinopril. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2786 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical history; uterine leiomyoma, chronic pelvic pain. Specimen: uterus, cervix, right and left fallopian tubes with essure implants final diagnosis: uterus, cervix, hysterectomy: -chronic cervicitis with squamous metaplasia. Uterus, endometrium, hysterectomy: -secretory endometrium. Uterus, myometrium, hysterectomy: -adenomyosis. -leiomyomata. Uterus, serosa, hysterectomy: -fine serosal adhesions. Fallopian tubes, bilateral salpingectomies: -complete cross-sections of two benign fallopian tubes. Gross description: at each cornu is a silver colored metallic coil consistent with bilateral essure implants. [Ultrasound pelvis] on (B)(6) 2021: uterus 5.9 x 7.2 x 9.6 cm. 2.5 x 2.2 x 2.4 posterior fundal intramural leiomyoma. 4.9 x 4.7 x 4 posterior intramural leiomyoma. Et: 8.9 mm. Ovaries obscured by bowel gas.; on (B)(6) 2021: moderate size hiatal hernia. Right & left essure coils present in appropriate position in thepelvis. Uterine leiomyomas.; on (B)(6) 2022: uterus 11.2 x 5.5 x 6.8 cm. 4.4 cm heterogeneous mass in left uterine fundus, most likely fibroid with cystic degeneration. Ovaries wnl. 1.4 cm right ovarian simple cyst.; on (B)(6) 2022: uterus 5.7 x 6.3 x 10.3 cm. Heterogeneous appearance with multiple fibroids. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.